Event description:
Noise on the rv channel. Vf iegm transmitted to hm where noise on the rv detected vf. Patient was not shocked because the rhythm was aborted. Pocket manipulation didn't produce any noise. Isometric contraction reproduced the noise. Impedance, threshold and sensing all stable and normal. This lead was capped on (B)(6) 2016 and not replaced due to oversensing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 20 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure as mentioned in the complaint description the returned lead fragment was visually and electrically analyzed. The visual inspection revealed deformations of the inner coil close to the is-1 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.